Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, her charging system and programmer are no longer able to communicate with the ipg due to it being inoperable. An sjm representative met with the patient and confirmed the issue. As a result, the patient will undergo surgical intervention to provide resolution.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information identified the patient's ipg was replaced.